Event description:
It was reported by service report that the fowler would not lower all the way. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Bent fowler finger.